Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for (4) unknown screws / (10) unknown lot number. (B)(4). Original implant date: patient was implanted with a 3.5 mm locking compression plate and ten screws approximately a year ago. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products: 3.5 mm locking compression plate (part # 02.112.526, lot # unknown, quantity 1) screws (part # unknown, lot # unknown, quantity 6). Therapy date is unknown - approximately 1 year ago. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was returned. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a non-union and four broken screws of the right distal tibia. Patient was implanted with a 3.5 mm locking compression plate and ten screws approximately a year earlier. Surgeon removed the existing hardware and revised the patient with a new plate and unknown number of screws. Patient's outcome is unknown. There was no surgical delay in revision surgery. This complaint involves four screws. Concomitant medical products: 3.5 mm locking compression plate (part # 02.112.526, lot # unknown, quantity 1) screws (part # unknown, lot # unknown, quantity 6). This report is 1 of 1 for (B)(4).